Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), hypersensitivity ("allergy: hypersensitivity"), headache ("headaches"), migraine ("migraines"), tooth disorder ("dental problems") and gastrointestinal disorder ("gi conditions") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full); salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, dysmenorrhoea, menorrhagia, hypersensitivity, headache, migraine, weight increased, tooth disorder, hormone level abnormal and gastrointestinal disorder outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, pelvic pain, tooth disorder and weight increased to be related to essure. The reporter commented: (B)(6) 2014 (discrepancy noted in insertion date) plaintiff did not undergo essure confirmation test(discrepancy noted in previous confirmation test). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: essure confirmation test(s) (unspecified) result unknown. On (B)(6) 2019: pfs received:.event injury nos deleted and new events 'pelvic pain, abdominal pain, back pain, dysmenorrhea, genital bleeding, menorrhagia, hypersensitivity, headaches, migraine, weight gain, dental problem, hormonal change, gi condition' were added. Fu 3 and fu 4 processed together. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.